Event description:
According to the complaint, the user scanned the "lab number" of a blood gas patient sample as patient ID (e.g. (B)(6) on the barcode sticker) on the abl835 analyzer and the barcode label was in a good condition, the abl835 flex analyzer recognized the barcode as (B)(6), "5" was replaced by "8". The patient result was then sent to the lis system, and the result was saved in the lis system. Few days later, the real lab number (B)(6) was released and the sample was requested for blood gas test as well, this time for an ICU patient, but the doctor got the results and found that the data did not match the patient status. At the same time, the lis staff found that this lab number appeared in the system few days ago already. No patients were maltreated due to this mix-up.

Manufacturer narrative:
The root cause to this specific event was not identified. The customer used a code-39 barcode, which do not have a check digit. A barcode without check digit can be misread, especially if the quality of the barcode is not good. On 2020-02-19 it was decided to initiate a field action making software version 6.19 mandatory for all abl800 flex analyzers. Software version 6.19 scans the barcode three times in each direction (as opposed to once in the previous versions). For barcode types without a check digit, this may potentially reduce the risk of misinterpretation.